Event description:
One part, "the better bladder" (mm item (B)(4)), that makes up the ECMO circuit was found to be defective during circuit priming and had to be removed and replaced with a new better bladder. The part had been primed with donor blood but the circuit was not connected to a pt until after the part was replaced. There was no harm to the pt and there was no delay in treatment. ECMO initiation.